Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An eye care professional reported a patient experienced severe pain associated with initial wear of a focus monthly visitint contact lens. Diagnosis reported as ulcerated infiltrate with hypopyon, located paracentrally to mid-peripherally. Pseudomonas aeruginosa was cultured from the infiltrate and pseudomonas aeruginosa, serratia marcescens, staphylococcus species from a conjunctival culture. Antibiotics, corticosteroids and atropine were prescribed. Event resolving with residual round superficial scar. Current visual acuity reported as 1.00, pre-event acuity unk. No additional information is available.